Event description:
The patient's mother stated that the patient's blood glucose levels have been elevated for 12 hours. She says the patient usually has a blood glucose level of 100-150 mg/dl but that she has been in the 355 mg/dl range with ketones. She said the patient has not changed her infusion site until the morning just prior to calling animas when her hcp recommended that she change out her infusion site and increase her basal insulin rate by 100% for an hour. The pump's bolus programs and total daily dose match for the two days prior to calling animas. The pump has not been suspended. This complaint is being reported as the patient allegedly suffered elevated blood glucose levels with ketones and previously did not change her infusion site. The animas representative instructed the reporter to always change out the infusion site when two or more elevated blood glucose levels occur for no apparent reason.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient reportedly did not change her infusion site, which may have caused her blood glucose elevation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.